Event description:
It was reported when the doctor was inserting the screw into a patient's mandible, the screw broke. The tip of the screw remains in the patient.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Instructions for use indicate 1.0mm screws are not designed to be used the sole means of fixation in the mandible. Also states excessive torque can cause the screw to fracture. No further complications have been reported. The user facility is foreign; therefore a facility medwatch report will not be available.